Event description:
Customer reports two incidents of blood leaks on event date and 10 days later on use numbers 23 and 24, respectively, during pt treatment. Both were noted by blood leak alarms and confirmed with hemastix. Estimated blood loss on the event date incident was 250 cc's. No blood loss for the second event date incident. Treatments were continued with new disposables without incident. No pt injuries or medical intervention reported.